Manufacturer narrative:
Device inspection found leaking on a-rubber and probe unit. The customer reported issue was confirmed. Furthermore, forceps cover glue was found peeling. In addition, the following findings were noted on the device : a-rubber leaking (a-rubber is cut). Probe unit loose. Pink rubber chipped. A-rubber glue is chipped. Excessive broken elements out of standard. Control knob found play, stretched angle wire. Investigation is ongoing. This report will be submitted accordingly following investigation.

Event description:
As reported, the device was found leaking. The issue found at reprocessing. There is no patient involvement associated on this event. Device evaluation found peeling on forceps cover glue. This report is being submitted for peeling on forceps cover glue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 22-dec-2021.